Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009971, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009971 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14 on 02/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k02981 was manufactured according to the wi version 65 and manufactured on the machines sc05 & sc06, on 01/nov/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k04362 was manufactured according to the wi version 65 and manufactured 10 the machines sc08, on 24/oct/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4k02979 was manufactured according to the wi version 65 and manufactured on the machines sc05 & sc06, on 02/nov/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.